Event description:
A customer contacted global technical service (gts) regarding feeling overfilled, which occurred on the home choice (hc) during use. The registered nurse (rn) reported that the home patient (hp) said that the hc had been over filling him. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the registered nurse (rn) on (B)(6) 2012 regarding the reported event. The rn stated that the drain volume equaled 3500ml for this event and the largest prescribed fill volume is 1900ml. The nurse stated that there were no additional issues with the cycler that she was aware of. No patient injury or medical intervention was reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Global pharmacovigilance provided the following additional information obtained from the peritoneal dialysis nurse (pdn) on (B)(4)2012. The pdn stated in (B)(6) 2011, the patient started peritoneal dialysis (pd) therapy using dianeal low cal ambuflex 12l intraperitoneally, nightly. The pdn confirmed the consumer reported event of "feeling overfilled" in (B)(6) 2012. In (B)(6) 2012, "feeling overfilled" was resolved. Pd was ongoing with no changes to the dianeal prescription. The pdn stated that she believed the "feeling overfilled" was related to the homechoice (hc) machine. The pdn further clarified that she believed the hc overfilled the patient. The pdn stated that the hc was exchanged and there have been no problems reported by the consumer with the replacement hc. The pdn stated that the events were not related to the dianeal solutions. Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain-one or more cycles advanced to the next fill when slow / no flow occurred above the minimum drain volume threshold. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.